Event description:
The customer stated that she tested her blood glucose and received a reading of 179 mg/dl. She gave herself 10 units of insulin based on the reading, and her blood glucose went down to 35 mg/dl. The customer was not feeling well, so she ate some candy to raise her glucose level. She did not require any medical attention. The test strips and meter are to be returned for evaluation, and replacement products will be sent.